Manufacturer narrative:
Device not explanted.

Event description:
A patient with a percival valve underwent a tavi procedure 3-4 years post-implant.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer received confirmation that no further information is available about this event. As such, the patient's specific clinical history and risk factors remain unknown. As the device is not available for analysis, and limited event information was received, the root cause of this event cannot be determined, although the event can reasonably be attributed to structural valve deterioration given the indication for (B)(6) after several years. Based on the document review performed, no manufacturing deficiencies were identified. Not explanted.

Manufacturer narrative:
Updated fields: date of report, event, implant date.

Event description:
A perceval valve was implanted on (B)(6) 2014. On (B)(6) 2018, a tavi was performed due to valve dysfunction and a sapien 23 mm was implanted.